Manufacturer narrative:
Was reported that the service engineer installed the cpu tray cover, and rubber feet to resolve the issue. The system meets the specification for the performed service and is returned to use.

Event description:
The biomed reported that the v60 was connected to a universal stand, and that the thumb-wheels were stripped and would not secure the v60 ventilator to the stand. The customer reported there was no patient involvement at the time the issue was discovered. During evaluation of the device, the service engineer confirmed that the thumb-wheels were stripped. The service engineer reported that the issue was either the v60 base or the central processing unit (cpu) cover tray.